Manufacturer narrative:
H3: product analysis confirmed that visually, there were no defects or anomalies that would have resulted in the reported event. Functionally, a continuity check was performed on each electrode and the measurements were as follows: 29 ohms (red), 57.5 ohms (red with white stripe), 29.2 ohms (blue), and 24.8 ohms (blue with white stripe). There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in any of the silver ink traces. There were minor scratches on the traces from prior usage by the user but nothing significant that affected the functionality of the device. A review of the global complaint data showed no other similar complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that they had an issue with the tube during the procedure and was not able to use the device correctly. The electrodes check wasn't good; the electrode changed from positive pole to negative pole alternatively. They had to reintubate the patient with a correct tube. There was a 20 minute delay. A backup was used to complete the procedure. There was no patient impact.